Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: failure to deploy-needle. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the prostar xl device attempted arteriotomy closure of the right femoral artery after an interventional procedure. Reportedly, during needle's deployment, a needle deflected and struck the barrel. The device was removed after performing the needle back-down procedure. A second prostar xl was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no add'l info was provided.